Event description:
Reported by a nurse a smiths ambulatory infusion pumps/cadd cassette reservoirs - flow stop display indicated that there was 5.5ml left to infuse, but the nursing team verified that the reservoir was empty.no patient adverse events reported.